Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with an unknown operating system. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, confusion and ¿could not walk properly¿. Customer was able to self-treat with raisins. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with an unknown operating system. The low glucose alarm did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, confusion and ¿could not walk properly¿. Customer was able to self-treat with raisins. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. Issue is therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.